Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Material#: unknown lot#: unknown. It was reported by the customer reported seem to be clogged often when priming the needle. About 1 in 5 needles areclogged, preventing you from pushing out any vaccine. Verbatim: rcc received a complaint via email. Email(s) attached. Bd safetyglide 25g 1" seem to be clogged often when priming the needle. About 1 in 5 needles are clogged, preventing you from pushing out any vaccine. Common device name: needle, hypodermic, single lumen. Brand name: bd safetyglide 25g 1."